Manufacturer narrative:
Investigation findings: the handpiece was received for evaluation and the reported problem was confirmed. During testing, the handpiece ran intermittently when the trigger was depressed. Further investigation found the handpiece has the potential to run in safe mode, related to controller failure. A review of product history for the past twenty-four months found similar findings. There are no injuries associated with this failure mode. An investigation remains in process. Conmed linvatec will continue to monitor this product for failures.

Event description:
The handpiece was returned for evaluation with the report that it ran intermittently during use. There was no injury or surgical delay associated with this event.